Manufacturer narrative:
Final device analysis was not possible. The device was returned with the capsule missing. The plunger had been fully depressed and retracted.

Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not attach to the pt's esophagus. The capsule trocar needle did not advance. Upon removal from the pt, the capsule fell off of the delivery system. No serious injury to the pt was reported.